Event description:
This c1 was removed from the patient once, as the patient's condition recovered. However, the patient's spo2 subsequently decreased, so this c1 was reinserted. After a while, "low minute volume" occurred. Ventilation was not provided and spont mode was used but backup was not started. The o2 flash button was pressed because there was no ventilation. Then "suctioning tool" started and the o2 flash did not work. As spo2 decreased to 20%, ventilation was resumed with an ambu bag, and spo2 gradually recovered. Then another c1 was placed on the patient and worked without problems. It was thought to be because of the temporary blockage, and when it was returned to the original c1, "low minute volume" occurred and ventilation was not possible.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be user error. In consequence another device was needed. There was reported potential patient harm due to desaturation and therefore, the complaint is reportable.